Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - thresholds couldn't be recorded in home monitoring. It was suspected the rv lead was loose. The patient was hospitalized.